Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that stored episodes of non sustained right ventricular oversensing were reviewed via merlin.net transmission. The patient was presented to the clinic. Possibility of myopotential oversensing was discussed. Programming changes were recommended, but not made at this time in order to avoid dft testing. The patient will continue to be monitored for noise. No patient symptoms were reported.